Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Because a sample was not returned and no lot number was provided, the root cause for the dull knife experienced by the customer cannot be determined. Because the exact root cause for this complaint is unk, specific action with regards to this complaint cannot be taken. There have been no changes in the mfg process that would contribute to damaged blades. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Event description:
A surgeon reported the quality of the blades were not "constant" and that it has been noticed regularly that the blades are less sharp. Additional info was received indicating the surgeon, often times, uses sutures in a certain number of cases. Multiple procedures were reported where sutures were necessary. However, the surgeon was unwilling to provide any additional info, such as pt identifiers, as he did not want to file a complaint for there events. There were no pt injuries reported.